Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis which did not require hospitalization. On (B)(6) 2010, the patient received remedial therapy with vancogen 2gm intraperitoneally, once daily; tobramycin 80mg intraperitoneally, once daily; and meropenem 500mg intraperitoneally, once daily. This antibiotic therapy and the pd therapy were ongoing. The outcome of the event of peritonitis was reported as unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.